Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the accessories were not available for and evaluation.). The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported event, most likely the non-erbe forceps that were not insulated was the cause of the issue. Typical surgical gloves do not provide sufficient electrical insulation (note: this common knowledge involving electrosurgery and as necessary this information will be conveyed to the user.). Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a user incident during a surgery. The esu was used in a macroplasty left knee-prothesis. The esu was used with an erbe slim line pencil (product number 20190-067, lot number 018273) and a non-erbe uninsulated forceps (note: further information involving the accessory was not provided). The generator settings were cut (specific mode not provided), 150 watts and coag (specific mode not provided), 90 watts. While using monopolar coagulation, the surgeon was burned. A photograph showed a burn on the middle finger at the proximal edge of the fingernail that resulted in blister. The burn/blister was on the radial part of the finger and was approximately 0.5 cm2. The doctor used two pairs of surgical gloves and they remained intact. Nonetheless, the physician still was burned. To resolve the issue, the blister had to be removed.